Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 5 of 5 of treatment and the treatment was cancelled. The patient reported that the green clamp line was not connected properly and leaked solution all over the floor. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option, manuals was available. Upon follow up, the patient confirmed that the treatment was able to completed using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that the luer lock is not as compatible as it should be and becomes loose. The patient has received a new cycler but the new cycler has not yet been used. The apd luer lock connector was not returned for physical evaluation and the lot number is unknown. The cycler was scheduled to be returned to the manufacturer for physical evaluation.